Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA.

Event description:
It has been reported to philips that the dual flouro was unavailable when an emergency case was to be performed resulting in a delay in the treatment. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During an emergency intracranial coil embolization case, the customer was not able to use the dual fluoroscopy option, as it was not available on the system. The customer attempted to contact philips for assistance. However, an incomplete on-call list for alaska and limited cell phone coverage in the area resulted in delay of treatment. While the customer was on the phone with philips dispatch to resolve the issue, the staff were able to successfully complete the procedure using 3d roadmap and smartmask instead of dual fluoroscopy. Philips has confirmed with the customer that there was no immediate harm. After the procedure was completed, the philips field service engineer confirmed during the on-site review of the system that dual fluoroscopy was not available because the customer¿s temporary license had expired and a permanent license had not been installed. The fse installed the permanent license and dual fluoroscopy was restored. An enhancement request has been submitted to implement a warning at system startup to warn the customer about an expiring license. No further action will be taken. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It has been reported to philips that the dual flouro was unavailable when an emergency case was to be performed resulting in a delay in the treatment. No harm has been reported to philips. Philips has started an investigation for this complaint.